Event description:
Pain vagina [vulvovaginal pain] . Hurt - tampon [medical device site pain] . String is not braided like it usually is... Falling apart [device breakage] . Case narrative: consumer reported via phone that the tampon is falling apart. No serious injury was reported.

Manufacturer narrative:
No failure could be identified as a result of the investigation.

Manufacturer narrative:
Product investigation is in progress.

Event description:
Pain vagina [vulvovaginal pain]. Hurt - tampon [medical device site pain] . String is not braided like it usually is... Falling apart [device breakage]. Case narrative: consumer reported via phone that the tampon is falling apart. No serious injury was reported.